Event description:
Reporter stated that the infusion set tubing broke near the leur lock connection during the night and the patient's blood glucose increased into the 500 mg/dl range. Patient changed tubing and bolused to reduce blood glucose. Tubing was discarded and patient does not have any left from the same lot.